Event description:
It was reported that the patient received inappropriate therapy due to oversensed noise on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead was fractured due to clavicular crush.